Manufacturer narrative:
(B)(4). Initial report date 12/15/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that a capsule was placed in the patient's esophagus on (B)(6) 2015. An esophagram was performed and showed the capsule was still attached. There was no harm to the patient. The physician received the required information including a technique to detach the retained capsule.